Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock as expected while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips field service engineer pushed the collet back into place to resolve the customer's immediate concerns. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. The system has returned to service with no similar issues reported.